Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No, the device was outside the situ during the incident. The nurse at the table wanted to change the magazine and accidentally hit the small red lever behind the release lever again. The knife started and stopped - logically. We tried to make the knife retract, but it didn't work. Procedure finishes with a new stapler. If yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? After the finished surgery they then tried to open the defective stapler using the manual override but were unsuccessful. The lever under the cover could not even be pulled upwards to move the blade manually to the starting position. Did the jaws eventually open? N/a.

Manufacturer narrative:
(B)(4). Date sent: 11/26/2024. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #(B)(4), with lot/batch #c9e06t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was to be loaded with a new magazine, the trigger was accidentally touched, the blade started up, jammed and the device could no longer be opened. After pressing the home button, the blade did not retract. An attempt was then made to use the manual override, but this was not possible. The lever could not be operated, even with greater force it was not possible to move the lever into work mode to allow the blade to retract and open the truck. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 2/20/2025. D4 batch #966c63. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced and the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The event reported of would not open is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. The event described of would not knife home and manual override would not work could not be confirmed as once the device completed the firing sequence the knife returned home as intended and the device performed without any difficulties noted and the manual override was not activated. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 966c63, and no non-conformances were identified.